Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the c- reactive protein (crp) was elevated. The following day, the patient experienced pain and redness at the stoma. The stoma site seemed inflamed. The patient was started on IV antibiotic cefuroxime 1.5 g three times daily and oral cephalexin for continuation. Patient's hospitalization was 2 days prolonged for IV antibiotics and was discharged on (B)(6) 2019.